Manufacturer narrative:
It was reported that following insertion the patient experienced pain and scar tissue. It was reported that patient underwent mesh revision on (B)(6)2015 by (B)(6) m.d. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2015.

Manufacturer narrative:
Date sent to FDA: 06/24/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an hernia repair surgery on (B)(6) 2014 and mesh was implanted. On (B)(6) 2015 she underwent surgery at (B)(6) for recurrence of ventral hernia and the mesh was removed, after midline bulging was noted. No additional information was provided.